Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel barrier did not form correctly on a bd vacutainer® pst¿ gel/lithium heparin (lh) blood collection tube rendering the tube unusable for testing. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gel barrier did not form correctly on a bd vacutainer® pst¿ gel/lithium heparinn (lh) blood collection tube rendering the tube unusable for testing. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Event description:
It was reported that the gel barrier did not form correctly on a bd vacutainer® pst¿ gel/lithium heparinn (lh) blood collection tube rendering the tube unusable for testing. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.